Manufacturer narrative:
(B)(4). One (1) viper2 t20 driver shaft [product code: 2867-25-020, lot number: ag2098245] was returned to the complaints handling unit (chu) for evaluation.. Visual examination of the driver revealed a fracture located on the distal tip. The second part of the tip remains within the screw. Fracture analysis suggests that the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Root cause for the driver tip breaking cannot be positively determined. However, fracture analysis suggests that the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a revision surgery of viper, after a screw has loosen. K-wire was placed on a sclerotic bone. At try to remove the screw the tip of screwdriver was broken. It was not possible to remove the screw. The screw remained at patient and the rod was adapted.